Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed no power output. The investigation determined that the reported event was due to a manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) malfunctioned. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer was issued a replacement power supply unit (psu) to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) malfunctioned. There was no patient harm or serious injury reported as a result of this incident.